Event description:
The user received a finger stick injury when performing routine maintenance on the integra 800 analyzer. The user stated she had punctured her finger on the st1 probe when removing the splash guard to clean the probe as part of routine maintenance. During troubleshooting, it was determined that the operator was removing the sample probe splash guard with the sample probe still locked into position. When removing the splash guard, she jerked upwards which produced the finger stick. The customer was informed that the procedure indicates to remove the sample probe and holder assembly from the transfer arm prior to removing the sample probe splash guard. The user went to the emergency room at their hospital after her shift ended. At the emergency room, she received a tetanus shot and her third (B)(6) vaccine as she had not yet completed the (B)(6) vaccine series. The user (B)(6) prophylaxis, but did get her blood drawn for an initial (B)(6) screening. The user will also follow up with their employee health group for additional (B)(6) testing blood draws.

Manufacturer narrative:
The investigation concluded that the customer was not following procedure according to the user manual. The operator removed the splash guard with the sample probe in place. The sample probe must be removed prior to removing the splash guard.